Event description:
It was reported that a patient presented for vt ablation procedure. Fluoroscopy revealed externalized conductors on riata lead. During the procedure, the patient went into sustained vt and was successfully retrieved. The patient was stable.